Event description:
The customer reported that when the device was powered on, there was an x and a chirp. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.